Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-feb-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (3 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that during a pump replacement procedure the physician was unable to aspirate the sutureless pump connector and the catheter access port, catheter; cerebrospinal fluid (csf) flow was unsuccessful. No symptoms were reported. The pump segment was replaced and after csf flow was successful. The explanted catheter was discarded of and would not be made available for analysis. The issue was resolved and the patient was alive with no injury.